Manufacturer narrative:
Results of investigation: the carefusion failure analysis laboratory received the suspect gas delivery engine for investigation. . The device was cycled on the reported event was duplicated. Component troubleshooting found a fuse to be at an improper rating which resulted in material fatigue. This issue will be internally investigated within carefusion.

Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4).

Event description:
The customer reported the screen and the avea ventilator does not power up. The customer stated that this unit was not on a patient.